Event description:
Staff member was activating one of the accu-therm hot packs for a pt. He tore open the bottom on the bottom. The contents of the bag sprayed on the staff person causing a chemical exposure. He quickly rinsed off and changed his clothes. This employee is very experienced with opening these packs and this had never happened before. Nothing was done differently in opening the pack, and no unnecessary force was used. No injury occurred.